Event description:
After an implantation time of approx. 83 months, a reduction in battery capacity was reported.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm distal of the is-1 connector pin. Both parts were available for analysis. The visual inspection showed multiple signs of wear and tear, especially along the distal fragment. The insulation was damaged 45 cm proximal of the tip electrode. In this area, the rope conductor to the shock electrode had been pulled out of the lumen. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, insulation damage was seen at the lead at 7 cm proximal of the tip electrode. The damage is with high probability the cause of the complained-about oversensing in the ventricular channel. The observed damage manifestation speaks for a high stress level of the lead in the area of the tricuspid valve during the implantation time of about 10.5 years. In addition, a deformed shock coil was found, which is most likely the result of the extraction process. In the further course of the analysis, the passage resistances were measured. No conductor fractures could be detected at the two fragments. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Manufacturer narrative:
An incorrect analysis was sent. This is the correct analysis for this device. The pacemaker first underwent a status interrogation, and the device memory was analyzed. The charge drawn from the battery was checked. The check indicated that the battery discharge did not meet expectations. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The pacemaker was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage was measured. The measurement confirmed a battery discharge not in accordance with expectations. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the inner structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed in the course of the analysis of the pacemaker. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions during the implantation time.